Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an arthroscopy surgical procedure, it was observed that the vapr coolpulse90 electrode device clogged after some minutes and suction did not work. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the tip with signs of activation. The shaft, handle, cord and plug did not show any signs of damage. A functional test was performed, the device was connected to the test generator, the electrode was immediately recognized. The ablation and coagulation functions were activated using the footpedal and handcontrols, the electrode worked as intended for the ablation and coagulation functions in both modes. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was not received in original packaging, the tip had signs of use with procedural debris visible inside the suction holes. The device passed the electrical testing but failed the flow rate functional testing. During the activation test, it was noted that the blockage released after approximately 10 seconds of activation. The flow rate post activation test subsequently passed. It is therefore likely that the blockage was due to tissue from the procedure. The physical complaint device has been returned and investigated by atl UK. From internal investigation performed on the returned complaint device, were able to confirm the customer reported event that during surgery, the electrode clogged after a few minutes, and the suction does not work. The device was found to fail the initial flow rate checks, but the flow rate test subsequently passed during activation, the blockage cleared. The investigation shows the blockage experienced by the end user is confirmed and can be attributed by the procedural tissue debris. In the last 12 months a total 75,685 tripolar 90 electrode were shipped. A review of our complaint records over the last 12 months to assess the frequency for this failure mode shows this reported defect to be of low occurrence with 13 confirmed failures where the device suction has become blocked by tissue debris including this complaint device which is as anticipated in the risk analysis. Our analysis shows that the frequency (1 complaint in 5,822 sales) is below the anticipated rate of failure detailed in the ra risk management document. Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. As the grid rating is alra and this is a low occurrence incident, no further action is required at this time. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the device observed condition could be traced to the procedural variables, such handling of the device or product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.